Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump screen was black and an unspecified malfunction alarm occurred. In addition, it was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge, but the pump did not turn on. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.